Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. Blood glucose was unknown. The insulin pump will be returned for analysis.